Event description:
The medical center had an impella cp support ongoing when there was an observed hematoma. The hematoma prompted treatment with covered stenting to the vasculature and blood products. The pump was explanted and the patient expired when family withdrew care.

Manufacturer narrative:
The medical center has discarded the impella pump product. No benchtop analysis to root cause is possible. The case will be closed, but should more information be shared that leads to a root cause, a final report will follow. The failure mode will be monitored and trended.